Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name ; product ID neu_unknown_ext (lot: unknown); product type: 0191-extension; implant date ; explant date g2: citation: authors: rozemarije a. Holewijn, yarit wiggerts, maarten bota dagmar verbaan, rob m.a. De bie, rick schuurman, pepijn van den munckhof. Surgical complications in subthalamic nucleus deep brain stimulation for parkinson¿s disease: experience in 800 patients. Stereotactic and functional neurosurgery 2024. Doi: 10.1159/000539483 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-17: multiple manufacturer¿s devices were implanted in the study population: boston scientific and st. Jude medical the following medtronic devices were used: unknown reported events included: 1. 31 patients experienced hematoma at the ins site. 2. A 56 year old male developed right-sided subcortical intracranial hemorrhage (ich) resulting in left sided hemiparesis, from which they partially recovered in the following days. On day 9 they developed acute worsening of the hemiparesis caused by cerebral infarction. The patient partially recovered but remained wheelchair dependent. 3. A 75 year old female developed an intraventricular hematoma after postoperative heparin admission for atrial fibrillation. They e xperienced a right sided hemiparesis with hemianopia, which recovered, but they had substantial permanent cognitive disorder. 4. A 55 year old female developed diplopia due to a postoperative right sided ich in the basal ganglia, which did not subside. 5. A 60 year old female patient suffered from a postoperative ich in the left subthalamic nucleus resulting in dysarthria and a balance disorder, with no signs of recovery. 6. 16 patients with transient neurological deficit due to ich experienced aphasia, speech initiation disorder, dysarthria, central f acial palsy, paresis of the left hand, frontal lobe syndrome, delirium and cognitive decline. These resolved within 6 months after surgery in 12patients, within the first year for 1 patient and 3 patients could not retrieve the duration of the recovery phase. 7. 11 patients experienced delayed onset edema from the lead surgery. 1 experienced a loss of consciousness and in the intensive care unit but had a full recovery. Another patient experienced delayed onset edema from the lead surgery and had permanent cognitive impairment. 8. 67 patients experienced neurological deficit following the lead implantation surgery. 8 of which were permanent and 59 of which had transient symptoms. 9. 22 patients had symptomatic ich 10. 34 patients experienced delirium. 11. 5 patients experienced seizures. 12. 23 patients experienced poor/no effect due to electrode malposition. 17 of them required an additional lead revision, 3 a lesioning surgery, and 3 needing an extra lead placement. 13. 39 patient's experienced hardware issues regarding their leads. 24 of them stated to have a lead revision with no more information, 17 due to  lead migration with poor/no effect, and 7 with electrical dysfunction. 14. 27 patients experienced infections, requiring 83 total surgeries to resolve the issues. These extra surgeries included removal of the hardware, antibiotic treatment, a later re-implantation of the hardware, and wound debridement. 15. 12 patients experienced erosion/wound dehiscence. 16. 62 patients had an extension revision, 19 of which were due to electrical dysfunction, 5 due to disconnection, 9 due to latrogenic damage, and 39 due to repositioning from pain at the site.